Event description:
This ra lead was implanted on (B)(6) 2013, and remains implanted at this time. The physician was dr. (B)(6) at (B)(6). A call to technical services on (B)(6) 2013, states that patient came in the clinic for device check. And noted, nsvt event stored in atrial lead. Noise was not reproducible when tried isometrics, pocket manipulation, deep breathing, coughing etc. Lead measurements were in normal range and very stable. Patient does not recall if he was exposed to any external sources of interference, any medical procedures or use of power tools/yard equipment. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).